Event description:
It was reported via repair work order that the x-frame inner base tube was cracked. This could cause a potentially unstable cot. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.